Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the unknown surgery on (B)(6) for loosening of blade an operation was taken; replacement spiral blade and cement augmentation was performed. Date of original operation (B)(6) 2013. This is report 1 of 1 for complaint (B)(4). This report is for unknown pfna blade.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.